Event description:
Complaintant alleged that the staff was attempting to defibrillate a 52 year old male patient who was in cardiac arrest. The staff attempted to defibrillate the patient several times, and at numerous joule settings, but the device allegedly failed to discharge. The staff was unable to obtain another device to treat the patient. The patient subsequently expired, but the staff did not feel that the alleged malfunction contributed to the patient outcome, as the patient had "heart muscle which had greatly deteriorated."